Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was selected to use for dilatation. However, during delivering the balloon, the delivery shaft was fractured. The broken part was outside the patient. The device was directly removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire. There were numerous kinks and a complete separation 79cm distal of the strain relief. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was selected to use for dilatation. However, during delivering the balloon, the delivery shaft was fractured. The broken part was outside the patient. The device was directly removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.